Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs), alleging that her onetouch ultra 2 meter was reading inaccurately high compared to her feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient stated that she first became aware of the issue on the morning of (B)(6) 2018, alleging that she obtained an inaccurate high result of ¿148 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. It is not known how the patient manages her diabetes, but she reported that she made no changes to her normal diabetes management. The patient alleges that 6 hours after the issue began, whilst driving she developed symptoms of ¿double vision, could not see¿. She was taken to the hospital by her husband, where a blood glucose result of ¿20 mg/dl¿ was obtained on the hospital meter. She was treated with IV glucose and given something to eat. The patient reported a head CT scan was also carried out (no result available). A few hours later a result of ¿136 mg/dl¿ was obtained on the hospital meter and she was allowed home. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. Csr noted that the test strips being used were passed their expiry date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms of a serious injury adverse event, while using the product, and the alleged meter issue could not be ruled out as a cause or contributor to the event.